Event description:
Surgeon reported using the stryker femoral canal brush attached to the strkyer interpulse set to irrigate the femoral canal. While irrigating, surgeon reports tip at connecting end broke off, separating from the femoral canal brush. A zimmer pulsavac kit and a zimmer femoral canal brush was then opened to prevent any further complications. Case proceeded in a normal sterile fashion without any additional concerns. The defective stryker femoral canal brush was saved, packaging of the brush was disposed of before the case started.